Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted after the passive fix tines of the lead got caught in the patient&#38112;atrial trabeculae. Attempts to release the lead by changing the lead shape using different stylets were unsuccessful. The lead remains implanted but surgically abandoned. No adverse patient effects were reported.